Manufacturer narrative:
Omit: g0405206 - latch correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of cracked cases for the returned sixteen (16) syringe modules was confirmed during this investigation. ¿ the inspection process found evidence of cracks or missing screw inserts along the rear case to the front cover area on all of the returned syringe modules. O additional cracks and damage were also observed in various areas of the front and rear cases of each of the returned suspect devices. O dried fluid residue was found in various areas of the front/rear cases of the returned suspect devices. O fluid ingress was also found inside the rear case of the returned suspect devices. O the manufacture date for all sixteen (16) syringe modules was observed to be october 2018. O the plastic material on the rear and front cases was identified to be fr110. ¿ fr-110 material can be more susceptible to cracks, fractures, and/or separations or a combination of any of these defects when subjected to unauthorized cleaning chemicals/cleaning method, physical stress, and excessive physical contact or handling. ¿ the bd alaris system user manual states not to use a device that appears damaged, device inspections should be performed to prevent a damaged device from being returned to patient use. Failure to perform device inspections can result in patient harm. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to inter-unit interface (iui) connectors. ¿ the mms-22-4463 bd alaris system customer letter re-informs customers of voluntary recalls bd issued for the bd alaris system in 2020 which includes exterior plastic parts. Durability issues may be experienced with certain exterior plastic cases and handles on the alaris syringe module 8110. ¿ the device was reported with no patient involvement. Root cause: the root cause of the reported issue of cracked cases for the returned sixteen (16) syringe modules was not identified during this investigation. The probable cause of the reported issue of cracks in the front/rear cases is being attributed to the degradation of the fr-110 rear case material. Degradation of the case material can be a result of exposure to various cleaning agents. Additional contributing factors can be a result of unauthorized cleaning chemicals/cleaning method, physical stress, and excessive physical contact or handling. Note that imdrf annex a040502, a1801, a0401, c0601, c23, d11, d01, d15, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe modules were inspected and found to have cracks in its cases. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the syringe modules were inspected and found to have cracks in its cases. There was no patient involvement.